Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please note: the device was returned, and an evaluation was performed and documented in related record (patient identifier # (B)(6)). Therefore, although an evaluation was performed on this suspect device, the device was not documented as returned in this complaint (patient identifier # (B)(6)). For reference, the results of the evaluation are as follows: error message ¿e006¿ was found in the error log, however, the error could not be reproduced. Error message ¿e006¿ was found in the error log, however, the error could not be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, error ¿e006¿ is triggered due to an increased impedance between both electrodes. A user error cannot be excluded. Possible causes for this error are as follows: 1. Increased number of deposits of tissue on the electrode. 2. Increased contact resistance due to incorrectly or insufficiently plugged contacts at the working element or connection cable. (Defective contacts at the working element can be present when the generator is activated, and the instruments are not correctly assembled. The error message might be displayed later.) 3. Increased contact resistance due to defective contacts. 4. The instrument is in a gas bladder during activation. 5. The measuring method of the esg-400 might have an impact on the conductivity. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes a correction to the following fields to provide information that was inadvertently not included on the initial medwatch: a1, e1, e3, g2, and h6 also, a correction to b3 and h6 (code 4633 corrected to 4632). Finally, new information has been added to d8. CAPA-149p-021 "e006 non-conductive fluid error on the esg-400¿ was initiated for this error pattern. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
Olympus was informed that during therapeutic transurethral resection of the prostate (turp) procedure the esg-400 hf-generator issued the error message ¿insufficient conductivity¿ the intended procedure was successfully completed with a similar device but was delayed by about 30 minutes with additional administration of anesthesia. However, there was no report about a patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.